Manufacturer narrative:
Follow-up #3: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was also completed for this product and no deviations, non-conformances, or reworks were observed. The retain test strips have also been further evaluated by product analysis. Performance testing with blood did not confirm the customers complaint; however, as previously stipulated, the retain test strips were found be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on the morning of (B)(6) 2015. The patient reported obtaining blood glucose readings of "231 and 274mg/dl" on the subject meter. The time difference between these readings exceeds 20 minutes and so does not allow for lifescan to determine an inaccuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported continuing to take their usual dose of medication in response to the reported readings. The patient reported developing symptoms of "lightheadedness and passed out" out was unable/unwilling to provide details of when these symptoms developed. The patient reported going to the emergency room at 9:45am. The patient reported receiving treatment of humalog "r and n" from an hcp. The patient reported testing their blood glucose on a hospital meter but could not recall the result obtained. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms and received treatment from an hcp after the alleged inaccuracy began.

Manufacturer narrative:
Followup #1: the retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #2: the retain test strips performance testing with blood, were found to be biased low at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.